Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The activate button did not respond due to corroded keypad trace. No sprinkling during testing noted. The insulin pump was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 75 mg/dl. Customer reported she went outside to walk and it started sprinkling, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.